Event description:
It was reported to globus that a pt underwent a two level anterior disc replacement at c5-6 but c6-7 pt was experiencing pain. Pt experienced increased pain, and decreased mobility, loosing function as well as dexterity in extremities, specifically right arm. A revision surgery took place on (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval. A thorough review could not be conducted, as the part number and lot number have not been provided. The complaint is still under investigation, as we await the return of the explanted implant. Globus will provided a supplemental report once the implant is received and the investigation is completed. Add'l info has been requested, and will be provided in the supplemental report if made available.